Event description:
The facility's biomedical engineer reported an infusion pump with a 715:00 failure code which occurred in the biomed. The hospital representative stated to baxter customer service that they have no record of any patient incident involving the pump since the last baxter service event.